Event description:
It was reported that during this patient's implantable cardioverter defibrillator (ICD) replacement procedure, the right ventricular (rv) lead was removed from header and the sealing rings became damaged. The physician tried to insert the rv lead into this new ICD, but this was unsuccessful. Technical services (ts) indicated that once the insulation becomes damaged, long-term operation of the lead cannot be guaranteed, and recommended that if the physician does want to keep the rv lead in service, to consider using some mineral oil or saline to assist with insertion. The physician wanted to remove the sealing rings and ts stated that if removed, header insulation would be jeopardized. Ts finally recommended to replace the lead. Further information was received indicating the physician put the sealing ring back onto the lead and used mineral oil to insert it into the header. A defibrillation threshold (dft) test was performed, no sensing or dft issues were noticed, and the lead appeared to function normally. Both this patient's rv lead and new ICD remain in service and no additional adverse patient effects were reported.